Event description:
Consumer reported inadequate bone quality/bone quantity, infection, consumer also reported pain, bleeding, swelling,& mobility concerns.

Manufacturer narrative:
Consumer reported inadequate bone quality/bone quantity, infection, consumer also reported pain, bleeding, swelling,& mobility concerns.